Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product received. Visual inspection of the returned device shows the end of the cable that attaches to the lever is fractured and missing, the instrument will no longer function as intended. The device exhibits wear & tear that has caused the formation of sharp burrs within the lever frame window. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection at the warehouse, the rasp handle is broken. There was no surgery and no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h2, h10. Corrected: d4.

Event description:
No further event information available at the time of this report.